Event description:
On (B)(6) 2013 tosoh notified by a customer that incorrect (B)(6) results from the tosoh hplc g8 analyzer had been reported. The initial reported result was (B)(6). The result was questioned by the physician and the specimen was repeated the next morning with a result of (B)(6). The specimen was then sent our for testing on another type of analyzer which gave an (B)(6). Review of the original chromatogram indicated that the initial result of (B)(6) had an error flag (sa1c<rr) to indicate that the (B)(6) result was less than the reference range and was not a reportable result. Specimen was repeated the next morning with a result of (B)(6) and the same error flag (sa1c<rr) indicated. Retention times for both specimen results were acceptable at 0.59/0.60 (acceptable range (0.57-0.61). Total areas were within acceptable range (500-4000). Tosoh qc lot 7030 was within acceptable target range on the day of the original specimen result and the day of the rerun specimen result. Root cause: operator error. Result was indicated as not reportable on analyzer chromatogram.